Manufacturer narrative:
H3: medical device sent to third partner for investigation (gepromed). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore by gepromed: on (B)(6) 2024, in order to treat a popliteal artery aneurysm with acute ischemia of the left lower limb, the 87 years old patient underwent a procedure where a gore-tex® stretch vascular graft was implanted between the distal part of the left superficial artery and the left subarticular popliteal artery as treatment. On (B)(6) 2024, after approximately 2 days post procedure, a part (except the proximal anastomosis) of the stretch vascular graft was explanted during unplanned major amputation. The reason for major amputation was unfavorable outcome on day 2 (recurrence of acute ischemia in the left lower limb) due to occlusion of the bypass and absence of a downstream bed.

Manufacturer narrative:
H6: codes updated to reflect accurate health effect clinical code, medical device problem code, type of investigation and investigation findings. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Explant scientist observations: the graft fragment was reported to measure 110 mm in length with both ends transected. The ablumen was covered in minimal, scattered plaques of red brown material and the blue alignment marks were visible. Nine graft rings were present. The lumen at the non-ringed pole (extremity a) appeared free of tissue while the lumen at the ringed pole (extremity b) was partially occupied with dark red to brown tissue. The patency of the graft fragment was tested and confirmed at gepromed. Request for additional analysis: no reason: based on the explant scientist¿s review of the gepromed report, no additional analysis is requested. Engineering summary: the prosthesis is in some areas covered with biological tissues. Some rings are present at one extremity of the device. A patency test was performed on the eptfe prosthesis. This test revealed that the p.